Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to recognize a battery) was confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack and was resetting. The cause for the failure was contamination on the battery pca. Additionally, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that patient's battery charger was unable to recognize the batteries.